Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative inspected the iabp and found that the iab fill port (fitting) was loose. The company representative tightened the iab fill port. Ran the iabp on the service trainer and no errors or messages were noted. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the iabp generated a "safety disk leak" alarm. No patient was involved.